Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.